Manufacturer narrative:
(B)(6), 2010: the patient complained of chest pain and came to the hospital. The chest pain subsided on arrival. Elevation of cardiac enzymes (ck value) was observed. Cag was conducted and thrombus was observed from the proximal to inside of the 2 cyphers implanted at aha2~3. In addition, a stent fracture was observed in the distal portion of the overlapping section of the 1st cypher (3.0/28mm) when observed under cag and ivus. To treat the thrombus, aspiration was conducted but there remained residual thrombus and poba was conducted with a balloon (potenza 3.5/13mm) for 30seconds. Inflation pressure was unknown. The stent fracture was treated with the poba. (B)(6), 2010: the cardiac enzymes (ck value) were improved and the patient was discharged from the hospital. Physician's comment: the probable cause of the thrombotic event was: due to stent fracture. Because the cyphers implanted might have been under-dilated. Because the patient had hypercholesteremia. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A (B)(6) patient experienced a thrombotic event and stent fracture approximately 3 and half years post implantation of two overlapping cypher stents. Past medical history that may increased this patient's risk for mace includes hypertension, high cholesterol and old mi. Pci was conducted in the mid to distal rca. The lesion was described as de novo, thrombotic total occlusion, type c, 40 mm in length in a 3.0-3.5mm vessel diameter. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. It was not known if the lesion was located in a highly moving segment of the heart of there was myocardial bridging. Pre-dilation was not conducted before the implantation of two overlapping cypher stents, a 3.0x28mm followed by a 3.5x23mm deployed at 14 and 16 atm. Respectively. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Medications prescribed at discharge included aspirin, ticlopidine and warfarin. A follow up cag conducted six months later showed the cypher stents were patent. Three and a half years post cypher stents implantation, the patient was hospitalized due to chest pain and elevated cardiac enzymes. A coronary angiography revealed thrombus inside both cypher stents implanted in the rca. In addition, stent fracture was observed at the distal portion from the overlapping section of the 1st cypher (3.0/28mm) when observed under cag and ivus. To treat the thrombus, aspiration was conducted and residual thrombus was treated with a balloon dilation (potenza 3.5/13mm) for 30seconds. Inflation pressure was unknown. The stent fracture was treated with balloon angioplasty. The reporter indicated that the patient was compliant with the medication prescribed post index procedure. The patient was discharged approximately 10 days later. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. All (B)(4) finished stent documentation indicates that all stents shipped under the subject (B)(4) shipping control number in question meets cordis drawing specified product release requirements. Additional information was requested to the coating site for coronary stent thrombosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. The physician commented that the probable cause of the thrombotic event was due to the stent fracture, to the cypher stents being under-dilated and to the high cholesterol present in the medical history. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used and in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Based on the information available, there are possible vessel characteristics and procedural factors (no predilation conducted) that may have contributed to the thrombotic event and stent fracture.

Event description:
Vlt/ stent fracture: the target lesion was aha2~3 (mid-distal rca). The vessel was de novo and thrombotic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was above 40mm and vessel diameter was 3.0~3.5mm. (B)(6), 2006: the patient complained of chest pain and came to the hospital. The patient's condition was followed. (B)(6), 2006: the procedure was an elective case. Pre-dilation was not conducted. 1st cypher (3.0/28mm) was implanted at 14atm for 40seconds. 2nd cypher (3.5/23mm) was implanted at 16atm for 45seconds proximal to the 1st cypher, overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. (B)(6), 2007: follow-up cag was conducted and the implanted cypher stents were patent. Ivus was not conducted.